Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the needle and the thread separated after the first passage into the tissue. Another suture was taken to complete the case. There was no patient injury.